Event description:
It was reported that the patient presented to the emergency room unresponsive. Device interrogation showed ventricular fibrillation (vf) episodes. The patient received high voltage therapy, but the patient was not converted to sinus rhythm. Review of the episodes revealed intermittent undersensing at nominal settings. The device was reprogrammed to the most sensitive settings possible for this device. The patient remained in ICU on ventilation until about 3 weeks later, when she was transferred to a facility closer to her home. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.